Manufacturer narrative:
(B)(4). Objective evidence suggested that the cause of the higher than usual dft shock impedance and difficulty in conversion was the result of sub-optimal system placement.

Event description:
It was reported that during defibrillation threshold (dft) testing following the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the device shocks did not convert the induced ventricular fibrillation (vf) with a 65 joule or subsequent 80 joule shock. Three external shocks were required to return the patient to normal sinus rhythm. It was noted the shock impendence measurement with the device was higher than expected but not out-of-range at 125 ohms. The patient remained hospitalized pending a review of device data and x-rays. Technical services discussed options for improving the system placement to better ensure conversion and improve the shock impedance measurement. The field representative later confirmed that an invasive procedure was performed where the device was repositioned. New dfts were successful at 65 joules, with a shock impendence of 70 ohms. No additional adverse patient effects were reported. The device remains implanted and in service.